Event description:
The following has been reported: error 17 : battery charging error reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.